Event description:
A customer reported during a patient procedure, a bflex 2 regular 5.0 single-use bronchoscope became lodged in a 39 fr double-lumen tube (dlt). The patient ended up having to be reintubated as a result after removing the dlt with the bronchoscope still stuck in the tube. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have the reported bflex 2 regular 5.0 single-use bronchoscope returned to verathon for evaluation as it had been discarded at the facility along with the dlt. Since the device was not returned to verathon for evaluation, the exact cause could not be determined; however, it is likely that the cause of the reported issue is due to off-label use of the bronchoscope with a dlt. Photos provided by the customer showed the tip of the bronchoscope lodged inside the dlt with partial tearing of the bronchoscope's sheath. The bflex 2 bronchoscope - endotracheal tube compatibility" table found in the bflex 2 single-use bronchoscopes operations & maintenance manual (omm) lists the compatibility of the bflex 2 single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The double-lumen tube used during the procedure has not been validated by verathon for compatibility for use with the bflex 2 regular 5.0 single-use bronchoscope. Any usage of the bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Following the reported event, the customer's verathon sales representatives provided refresher education with the customer. Trending analysis for the bflex 2 regular 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.